Manufacturer narrative:
The technician found the head up valve was sticking. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head section function is not working and will not work manually.